Event description:
Customer reported the insulin pump did not alarm no delivery. Customer's blood glucose was 177 mg/dl. Troubleshooting was performed. Customer was advised to disconnect at the quick release. Customer was advised to perform a fixed prime and insulin did exit. Customer stated the cannula was not bent. Customer was advised to perform another fixed prime and insulin did exit. Customer was advised the site might have been occluded. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.